Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that breakage was observed at the upper y-site of a clearlink system continu-flo solution set which resulted in a spill of approximately 30ml of cytoxan. This was identified after the set was primed and inserted into an unspecified intravenous pump prior to connecting to a patient. There was no patient involvement. No additional information is available.